Manufacturer narrative:
One therapy cool flex catheter was received for eval. Visual inspection revealed a bend 2.7 cm from the distal tip. The catheter also had a crack in the outer blue portion of the luer extension tube affecting total diameter. The inner fluid lumen remained intact. Functional testing of the device confirmed when deflected the catheter created a curve, but the curve did not match the required template due to the bent shaft. The catheter was dissected at the bent area revealing a bent flat wire. During the ablation simulation test, the luer extension tube broke at the handle edge and the fluid lumen became detached. Due to the broken lumen and lure extension tube, functional testing could not be continued. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no non conforming material reports as well. The most probable root cause classification for the improper deflection and broken luer extension tube is operational context as device performance was limited due to anatomical/procedural factors. The root cause classification for the reported cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. There was no reported malfunction during use with the therapy cool flex catheter.

Event description:
Related to MFR #: 3005188754-2012-00038, 00043, 00045, 2030404-2012-00033. It was reported during an atrial tachycardia ablation procedure, the pt developed a cardiac tamponade. A brk xs transseptal needle and swartz slo introducer were used to gain access to the left atria. An inquiry catheter, therapy cool flex, and supreme catheter were used to perform the ablation procedure. The physician started a right atrial tachycardia ablation procedure using an ensite velocity system, however; the physician realized the tachycardia came from the left atrium and decided to perform a transseptal puncture. Geometry of the left atrium was performed with the inquiry and therapy cool flex catheter. Approx 30 mins after the transseptal puncture and 10 minutes after the first radio frequency application, a cardiac tamponade was diagnosed. During pericardiocentesis, 150 cc was with drawn. The procedure was continued until the arythmia was successfully ablated. The pt's current status is listed as fine. Add'l info was requested and is not available.